Event description:
Ous MDR - after an implant duration of about 22 months, inappropriate shocks were reported and the device was explanted. There were no dates provided regarding implant, explant or event.

Manufacturer narrative:
Ous MDR.